Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur, and the customer continued using the pump. The caller was advised to contact support if the issue reappeared and acknowledged the instructions.